Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1. The tip of the driver broke off when the surgeon was attempting to back a screw out and redirect it. The tip of the driver could not be removed from the screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device was returned for evaluation. No damage noted to mas head threaded interface. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken. The above findings are consistent with torsional overload.